Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator. It was reported that rep did have a patient where the implantable neurostimulator (ins) kept turning off and the patient had soletras, so they ended up replacing the batteries but did not have any further information on this occurrence.